Event description:
It was reported that during a procedure performed on (B)(6) 2014, after drilling and tapping the hole, upon insertion of the (B)(4) s-lok polyaxial screw the driver tip broke off in the head of the polyaxial screw. The screw was then removed, using a customer universal removal tool, and replaced with another screw using an alternate driver that was readily available. No delay was reported to have occurred.

Manufacturer narrative:
Device eval in process. A follow-up report will be submitted upon completion.